Event description:
It was reported the patient¿s device was explanted due to not providing relief. Several reprogramming sessions were performed.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va00l3u, implanted: (B)(6) 2012, product type: lead. (B)(4).